Event description:
A customer reported to baxter (B)(4), a pediatric extension set in which it was reported that it appears there has been a manufacture change to the male end. It is only about 1/2 the diameter of the older tubing and now the customer's IV pumps are frequently ringing off and the line is difficult to prime with lipids. It is unknown if this occurred during patient use. It was advised that this product was interfaced with a trudell microclave. There was no report of patient involvement or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is available for an evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). Evaluation summary: two unused sample were submitted for evaluation. A visual examination of the sample was performed and no defects were observed. Functional test was performed as per specification. Units were inserted in a solution container. Tip protectors were removed, an extension set was also connected to the sets. Proceed with the priming process, letting the solution flow through the sets. Units resulted satisfactory to functional test, to clear passage at 8psi, and to pressure test at 8psi. The reported condition was not confirmed. The root cause of this condition was not determined.